Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h10: the returned speedband superview super 7 (ligator housing only) was analyzed, and a visual evaluation noted that the ligator housing returned with six bands attached, some of them were moved and overlapped. The bands have tear damage. The suture thread was cut, possibly at the time of removing the device. The ligator housing teeth were found bent/damaged. The suture hole of the ligator housing was in good condition. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, it was found that some of the bands in the ligator housing were moved and overlapped, and had tension tearing, and the ligator housing teeth were bent/damaged. This suggests that the device could not deploy the bands. It is possible that there was incorrect application of tension to the suture thread at the time of deployment which bent the teeth and moved the bands, twisting them, even tearing them. Perhaps the technique used, or patient's anatomical conditions could have contributed to this event. Therefore, the most probable root cause of this complaint is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an endoscopic ligation procedure to treat gastrointestinal bleeding in a portal hypertension performed on (B)(6) 2023. During the procedure, the bands could not be deployed. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an endoscopic ligation procedure to treat gastrointestinal bleeding in a portal hypertension performed on (B)(6) 2023. During the procedure, the bands could not be deployed. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.